Event description:
It was reported that the arctic sun device produces no flow.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted (1018233-2024-04339).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device produces no flow.